Event description:
It was reported the before using bd bbl sabouraud dextrose agar slants, mold was found. This is a report of three occurrences. The plates were not used and therefore no false result exist to be reported out. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, mold was found on the media before usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "251359-mold lot#2082570. We can confirm this issue based on return samples. No further testing can be performed as product has already expired. No trend. We will continue to monitor this issue.

Event description:
It was reported the before using bd bbl¿ sabouraud dextrose agar slants, mold was found. This is a report of three occurrences. The plates were not used and therefore no false result exist to be reported out. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, mold was found on the media before usage.